Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor elastomeric device over-infused during patient infusion. According to the report, the expected infusion time was set to 48 hours; however, the pump was empty after 36 hours. The solution being infused was fluorouracil in nacl 0.9% with a volume of 120 ml. There was patient involvement, but there was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.